Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00159. Related manufacturer reference number: 2938836-2020-00308. Related manufacturer reference number: 2938836-2020-00310. Related manufacturer reference number: 2938836-2020-00311. Related manufacturer reference number: 2938836-2020-00312. It was reported that the patient expired. The patient received 52 - 56 inappropriate shocks on (B)(6) 2017. The device was explanted and replaced on (B)(6) 2018 and that device was again, explanted and replaced on (B)(6) 2018. On (B)(6) 2019 the patient passed away. It was alleged that the inappropriate shocks back in 2017 resulted in injuries and symptoms of dyspnea, discomfort, heart arrhythmia and fatigue that ultimately resulted to the patient's early demise. The exact cause of death is unknown and no further information is available at this time.